Event description:
During a transfemoral tavr case, a valve-in-valve procedure was required to resolve central aortic insufficiency (cai). The first 23mm sapien xt valve was deployed in a 70:30 aortic/ventricular position. An additional 1-2cc of volume was used in post-dilation for moderate paravalvular leak (pvl). Immediately after post dilation the patient developed ventricular fibrillation with hemodynamic collapse. Despite multiple defibrillations, sinus rhythm could not be restored. CPR was performed and repeat angiography demonstrated significant (central) regurgitation. A second 23mm sapien xt valve was deployed in a more ventricular position (50:50 across the annulus); however, the ventricular fibrillation continued. Every possible cause was ruled out (hematoma, rupture, coronary occlusion, etc). At this point, the lack of recovery was felt to be due to stunned myocardium from multiple pacing runs. The patient was placed on by pass and defibrillation was then able to restore sinus rhythm and lv function. The patient was weaned off by pass and left the room in stable condition. The native annulus was measured 19mm by tee and 17mm x 23mm, with an area of 348mm2, by CT. The native aortic valve/leaflets were severely calcified, and the aortic root was mildly calcified. The patient had mild ventricular septal hypertrophy and moderate mitral annular calcification (mac). Both the image intensifier angle and the coaxial alignment of the delivery system were noted to be good, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, it cannot be determined if post-dilation with additional volume over-expanded the valve, creating the moderate cai, or if the slow recovery of ventricular function after rapid pacing interfered with leaflet function. The training manual for the sapien thv instructs that additional volume should not be added for post-dilation of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.